Event description:
During a right tfn procedure, surgeon tried to insert the tfn lag screw two times before the screw would pass through the nail. The lag screw was finally inserted on the third attempt and locked in. Construct instruments involved: aiming arm, insertion handle, connecting screw, compression nut, trocar, wire guide, blade guide sleeve, nail, fixation screw. The surgery was completed with no further incidents. This is 7 of 9 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The returned devices were assembled together and there were no misalignment or assembly issues. A known good lag screw, (B)(4), lot 6538897, was inserted and aligned properly as intended during this evaluation. The design is adequate for its intended use and did not contribute to this complaint condition.

Manufacturer narrative:
A review of the DHR indicates there was one mrr for: 1 part with nicks which was scrapped; 3 parts did not accept gage sr21 and 2 parts did not accept gage g357.369.002: these 5 other parts were dispositioned use as is with the rationale that the parts meet functional gage. A review of the supplier data for l1 (7.795 - 7.835 inches) indicates an out of specification actual dimension of 7.993 - 7.974 inches on average. This feature l1 (203.5-202.5mm) was checked at synthes incoming inspection at an aql 1.0 and all sample parts passed. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.